Manufacturer narrative:
B3. Date unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had continuous flow. There was no patient involvement and reporter confirmed that there was no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, no abnormality related to the reported event was confirmed on the product's appearance. The complaint was verified by functional testing. The cause is the stiffness of the o-ring inside the input manifold. The input manifold assembly was replaced to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.